Manufacturer narrative:
The cause of death and relation of death to the device was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away and the cause of death was unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The cause of death was not provided and the device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate ii lvas, including death. No further information was provided. The manufacturer is closing the file on this event.